Event description:
It was reported that the customer had a blank display on the insulin pump. Customer stated that she is able to start the pump back up. The blank display has occurred about 9 or 10 times. Customer has been getting blank displays for 3 weeks. Customer received a weak battery alert. Customer's blood glucose level was 132 mg/dl. Customer was using a duracell alkaline battery. Customer removed the battery because she thought it may have been a used battery. Customer placed a new battery in the pump and it turned on with no alerts. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.